Manufacturer narrative:
All available information was investigated, and the reported separated delivery catheter (dc) top flush port luer was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported separation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report loss of bond of the delivery catheter handle. It was reported that during preparation of the clip delivery system (cds), a portion of the threaded part of the flush port separated out of the plastic container and fell on the floor. As a result, it was not possible to attach a stopcock to that port of the cds handle and we were unable to use the cds in the procedure. There was no patient involvement. Based on the return device analysis, the inside of the top delivery catheter handle was examined and noticed that the uv loctite was not fully cured. No additional information was provided.